Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that low impedance measurements and sensing did not result in a serious injury, however this type of malfunction could lead to death or serious injury if it were to occur again. The lead remains in service. No adverse patient effects were reported.